Event description:
The customer reported that the insulin pump had a blank screen. Customer stated she changed the batteries but no response. Troubleshooting was done. Customer's blood glucose was 267 mg/dl. Customer treated with lantis pen. Customer stated that the contacts o n the battery cap is missing. Advised the customer the battery cap would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).